Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the pump did not deliver. During testing, the customer contact indicated that the pump could be programmed without the vial seated into the injector; however, when the delivery was started, no drips was noted from the tubing indicating a delivery. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.